Event description:
Per the surgeon, the patient has multiple sclerosis and requires multiple mris. The surgeon reported there was no concern with the device function. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.